Event description:
During a clinical trial, it was reported that a (B)(6) female underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2022 with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The patient experienced a hematoma in the right groin. Hematoma in the right groin. Per the study investigator, the patient experienced a serious deterioration in the health but not life-threatening illness or injury and did not cause a permanent impairment of a body structure or a body function. The severity was considered mild but the adverse event was serious. The patient did require prolongation hospitalization because of the adverse event. The patient was admitted from (B)(6) 2022 to (B)(6) 2022. The adverse event was considered expected or anticipated by the study investigator. The patient outcome is recovering/resolving. Intervention provided was compression through sandbag, cooling and medications were given. The study investigator considered the relationship to study device as possible and relationship to study procedure as a causal relationship. The event is related to the index procedure.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jun-2022, bwi received additional information regarding the event. The end date of the hematoma in the right groin was updated to (B)(6) 2022 and the patient outcome was updated to recovered/resolved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 2-apr-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000052 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).